Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported cardiac arrhythmia could not conclusively be established through this evaluation. Additionally, a specific cause for the reported gastrointestinal illness (gi) could not be determined. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2019, when the patient received a transplant (refer to MFR # 2916596-2019-03729); no device-related issues were identified. The heartmate 3 lvas IFU lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient became dizzy, fell and lost consciousness. The patient presented to the emergency room and had another syncopal episode but found to be in torsades. The patient was given mg, amiodarone (amio) times 2 , dc cardioversion (dccv) 200j times 2. Bloused another 3 times of amiodarone and started on amiodarone and lidocaine drip, dccv 360j successful and weaned off of drips transitioned to oral amiodarone and mexiletine. The patient was transferred ventricular fibrillation ablation vs implantable cardioverter-defibrillator (ICD) referral. Additional information reported that it was thought that vf was caused by either the electrolyte abnormalities from treatment of gi illness with ciprofloxacin and subsequent qt prolongation. Infectious disease was consulted and ciprofloxacin changed to ceftazidime. As there was no clear cause of vf, there was discussion about placing aicd, but decision was made to transfer to msh ccu on (B)(6) 2019 for further procedures. On admission to the ccu, the patient was well-appearing, sitting up in bed and eating however did not appear overloaded. Endorsed full medication compliance prior to his hospitalization and no dietary changes/indiscretions. Sleeps with 1 pillow and denies orthopnea, paroxysmal nocturnal dyspnea (pnd) or worsening of baseline et (~1 block). The patient stated needing a new heart and was told to lose 20lbs, but unable to because of becoming so tachycardia when the patient exerts himself. Treatments included amiodarone 400 tid (loading: 1 week amiodarone 400 tid for 1 week amiodarone 400 by mount for 1 wk amio 400 daily>>amiodarone 200 daily) and mexiletine 150mg twice a day. The patient will be discharged home on mexiletine, amiodarone taper with instructions to follow up with the clinic and with eop, continue vad settings and present coumadin and ciprofloxacin dosing. The patient had aicd placement on (B)(6) 2019. No additional information provided.